Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) had the customer remove the camera, press the instrument clutch button, rotate the camera and reinstall it on the universal surgical manipulator (usm). No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The tse had the customer press the instrument clutch button, rotate the endoscope and reseat the endoscope. The phone support details did not reveal any issues related to the customer reported event. This issue is captured in the clinical risk analysis, gen5, rigid endoscope (818555-51, rev k) via risk ID (B)(4).

Event description:
It was reported that during a procedure, a nurse called to report that the image orientation was flipped while using a 30-degree endoscope. The customer removed the endoscope and rotated the endoscope base until the correct orientation was displayed on the screen. The instrument clutch button was pressed to cancel the guided tool change, and the endoscope was reinstalled. The customer confirmed that the issue was resolved and the correct image orientation was displayed. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no damage. There was no injury due to the vision issue. The endoscope can be returned, but the issue appears to be related to the way it was used,